Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated that she did not think it was working. The patient was not feeling stimulation and was having bowl movements and getting a lot of bowl seepage. The patient stated on friday, that she adjusted it by increasing it to 1.6 volts from 1.4 on program 3. The stimulation was on at 1.6 volts on program 3. The patient felt stimulation in the bike seat area. Patient increased program 3 to 6.0 volts. She felt the stim at the battery site and in buttocks. The patient also noted that they had a mibg which is a specialized nuclear test two tuesdays ago. It was a two day test tuesday and wednesday. The patient noted that the bowl seepage/ can't feel stim started couple weeks ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they did not feel the stimulation and was not getting relief from the therapy (having more ¿episodes¿). They had the therapy turned up to 8.5 volts and had tried all of the programs. Using the programmer, it was determined that the patient was on program 3 at 8.5 volts and the stimulation was on. The patient wanted to turn the therapy off since it was not helping them. They indicated that their managing healthcare professional (hcp) was no longer in the area so they did not have one. The patient went to the manufacturer¿s website and found new hcp listings. There were no further complications reported or anticipated.